Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing pain relief. The patient underwent an scs system explant procedure and was doing well post-operatively. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073243.